Event description:
It was reported that an ilet user experienced a continuous glucose monitor (cgm) offline condition that stopped automated dosing after the sensor expired, resulting in use of bg run mode and persistently elevated fingerstick glucose readings up to 470 mg/dl. The user was advised to transition to backup subcutaneous insulin via pen until a new sensor is obtained, and education and troubleshooting were completed, with no specific device component implicated. Symptoms included urinary frequency associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure when continuing to use the ilet without an active sensor, and the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with unintended use error.

Manufacturer narrative:
Initial.